Manufacturer narrative:
The exact event date was not available; therefore, the date 01/01/2024 was used as an estimate, as it was reported that the onset date of device issues was several months ago. Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient felt a break in the one side of this spectra penile prosthesis (spp), which was later confirmed through medical imaging. Therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications.

Manufacturer narrative:
The exact event date was not available; therefore, the date (B)(6) 2024 was used as an estimate, as it was reported that the onset date of device issues was several months ago.

Event description:
It was reported that the patient felt a break in the one side of this spectra penile prosthesis (spp), which was later confirmed through medical imaging. Therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications.